Manufacturer narrative:
Lot number unknown; reported as possibly lot hk16k03053 or lot h16l20097. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set cracked during peritoneal dialysis treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted for each of the potential lots, and there were no deviations found related to this reported condition during the manufacture of either lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.